Event description:
Additional information received indicates that the patient had lost effective therapy. The patient underwent surgical intervention during which the lead was explanted and replaced.

Event description:
Additional information received indicates that effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported high lead impedance was observed. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may occur at a later date to address the issue.